Manufacturer narrative:
The actual device was returned to manufacturing facility for investigation and found the adhesion bond on the connecting shaft thread was loose. It was determined that high forces in reverse direction were applied to the device which caused the reported failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive handling which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after surgery, it was discovered that the quick coupling device was observed to be in two parts when the device arrived for sterilizing at "b braun". The reporter indicated that the device was not supposed to be in two parts. There were no delays related to this event. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.